Manufacturer narrative:
The user facility stated the unit alarmed a "fault 36" and the cycle failed. The instruments present during the time of the reported event were reprocessed before use. The reliance endoscope processor is equipped with an access panel which includes a troubleshooting chart for the user to review should a fault occur. A user facility employee opened the access panel to look at the fault chart when the employee observed a small puff of smoke after opening the panel. The "fault 36" alarm occurs when a unit is not generating adequate air pressure within the unit. A steris service technician arrived on site, inspected the unit, and identified that the boot pressure transducer connector piece had cracked, causing a small internal water leak. The technician found that water had leaked onto the air compressor in the unit causing it to overheat and fail resulting in the reported "fault 36" and small puff of smoke. The technician repaired the connector piece and air compressor, tested the unit, and confirmed it to be operating according to specification. The unit was manufactured in 2007 and has been in service for over 9 years. No additional issues have been reported.

Event description:
The user facility reported that smoke was emitting from their reliance endoscope processor. No injury, procedure delay, or cancellation was reported.